Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced crossover of the cylinders, making it difficult to inflate. A surgical procedure was performed during which the cylinders and pump were removed and replaced, and a new device was repositioned. The existing reservoir was used and made a new connection. No further patient complications were reported.